Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had caused vocal fold trauma to the posterior larynx and also common to the lesions scheduled surgery.